Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically(z-syndrome) approximately 3 weeks post implant. Yag was performed on (B)(6) 2014. The pt's prognosis was reported as "myopic". This event refers to pt's left eye.